Event description:
It was reported that this atrial lead exhibited loss of capture (loc) and pacing inhibition. And as a result, the patient was syncopal. Additionally, this lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. It was noted that this implanted system was placed on the left side of the patient's body, and a new system was implanted on the right side of the patient's body during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.